Manufacturer narrative:
After visual inspection of the returned device, a review of the manufacture records for the lot, and the fact that the device was implanted for approximately 4 months without any reported issue, it was determined that the root cause of this issue is not manufacturing based. A definitive root cause cannot be determined.

Manufacturer narrative:
Currently waiting for the return of the device for evaluation.

Event description:
The arterial and venous luers at the end of the extension lines became loose, with the venous luer completely disconnecting from the extension line. Alcohol prep pads are used to cleanse the lines, using a total of about 8-10 prep pads during the connection and disconnection process. More pads are used if the patient's line has to be reversed at any point during treatment.